Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01187. This report is being submitted as additional information. The date of the patient¿s death is unknown at this time. The history of the gi bleeding referenced in this section were reported under the following medwatch MFR. Report numbers: (B)(6) 2014 reference medwatch MFR. Report # 0002916596-2014-00675, (B)(6) 2016 reference medwatch MFR. Report # 2916596-2016-00682, (B)(6) 2016 reference medwatch MFR. Report # 2916596-2016-02121, (B)(6) 2016 reference medwatch MFR. Report # 2916596-2016-02463. Approximate age of device ¿ 3 years and 11 months. The pump has not been returned for evaluation, and the manufacturer does not know if it was explanted. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. Analysis of the log files provided by the account confirmed multiple low flow hazard alarms; however, a specific cause for this finding could not be conclusively determined. The patient ultimately expired on (B)(6) 2017 and the pump was not returned to abbott for analysis. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) lists device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis, as well as how to respond to such events. Pump speed, power, flow, and pulsatility index are also addressed in this IFU. This document also explains that the heartmate ii lvas is contraindicated in patients who cannot tolerate or are allergic to anticoagulation therapy. This document explains that moderate to severe aortic insufficiency must be corrected at time of device implant. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported on (B)(6) 2017, that the patient was admitted to the hospital with low flow alarms and gross hypervolemia. The mean arterial pressure was less than 90 mmhg, and the clinicians ruled out right ventricular failure. The patient had aortic insufficiency, and the submitted log file was reviewed by the manufacturer's technical services and the data showed that there could potentially be pump thrombus. The patient had a history of gastrointestinal bleeding, and was not on aspirin therapy. The ramp echocardiogram showed that the aortic valve was opening with every beat which was an increase from prior echocardiograms. Thrombus was suspected from the log file analysis, the patient¿s presentation, and the ramp echocardiogram results. The patient was started on integrilin and dobutamine. The patient decided to be made ¿do not resuscitate and eventually was transitioned to comfort care and passed away (B)(6) 2017.